Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct d5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The events can be detected/prevented in accordance with the following instructions for use: operation manual chapter 3 preparation and inspection. Reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign objects inside the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that due to wear of angle wire, bending angle in up direction does not meet the standard value; due to damage on upward/downward angulation control knob, water tightness was lost; due to wear of angle wire, the play of upward/downward angulation control knob was out of the standard value; adhesive on bending section cover had a crack and white-clouded area; due to clogging of nozzle, water removal ability does not meet the standard value; scope connector was dirty due to water leakage; adhesive around objective lens was peeled; adhesive around light guide lens was peeled; plastic distal end cover had a scratch; connecting tube had a scratch and a wrinkle; control unit had discoloration; universal cord had a scratch and a wrinkle; protector of universal cord on control section side had a scratch. Cleaning, disinfecting, and sterilization (cds) information: the customer was able to clean, disinfect and sterilize the subject device prior to sending it to olympus. It is unknown if the customer had an idea about what the foreign material was. It is unknown if there was delay between the end of clinical use and the start of pre-cleaning. The customer was able to flush the air/water nozzle with water and air. It is unknown if there were abnormalities in the accessories used for reprocessing. The customer presoaked the endoscope in the detergent solution. The customer wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges. The customer flushed the air/water nozzle/ channel with the detergent solution. It is unknown if the facility had concerns regarding the reprocessing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.